Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began 3-4 days prior to contacting lfs after he had replaced the subject meter's battery. The cca noted that the pt manages his diabetes with oral medication(s); however, it is not known what action the pt took regarding his diabetes management as a result of the issue. On the day before, the pt reported that he developed symptoms of feeling tired, weak and sweaty and treated self with glucose tablets. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.